Manufacturer narrative:
Analysis of lead model 3389s-40, lot # v592416 determined the distal end was bent (new out of box). Additionally, the tip was detached and floating free in the return package. The continuity was acceptable and there were no shorts between circuits.

Event description:
It was reported that prior to surgery the physician found the alignment of the distal end electrodes on the leads to be unsatisfactory for implantation. The leads were not implanted in the patient. A follow up report will be sent as additional information is obtained.